Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2016 due to a medical reason.

Manufacturer narrative:
This report is submitted february 20, 2017.